Event description:
The patient stated that she put her op5 personal diabetes manager (pdm) on manual mode and went for a walk. The pdm administered insulin without command. Her blood glucose levels were within normal range. She received 0.4u - 0.5u 3x in the space of 20 minutes. She had to power cycle in order to prevent it from administering more.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.